Event description:
It was reported there was noise seen during a patient's in-clinic follow up. The patient was asymptomatic. The device delivered atp during vf charging but aborted before hv therapy for was delivered. The device was explanted and replaced. There were no complications.

Manufacturer narrative:
(B)(4)